Event description:
It was reported that the patient experienced radiating pain at the implantable neurostimulator (ins) site and down his leg, even with the ins turned off. The ins was implanted on (B)(6) 2011 and explanted on (B)(6) 2011. The patient had the device turned off, and never got to use the system so it was unclear if it helped him or not. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).